Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic assisted laparoscopic sacrocolpopexy and cystoscopy due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent resection of foreign body, excision of eroded mesh and suture on (B)(6) 2011 due to a recurrent sui, granulation tissue with extruded suture material and exposed mesh. It was reported that on (B)(6) 2012 and (B)(6) 2013 the implanting physician performed an excision of eroded mesh from the posterior vaginal wall due to vaginal mesh erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a rectus fascia graft with rectus sling and posterior colporrhaphy with perineorrhaphy as well as closure of vagina over foreign body on (B)(6) 2011 due to sui, rectocele and vaginal bleeding. (B)(4).